Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed, unable to be recovered and device was not detected on bus. The field service engineer (fse) replaced the retractor band and the pyxis module controller (pmc) board on auxiliary full height drawer 2 and tested the drawer in the hardware test application (hta) to resolve the issue. The engineer also replaced the inseparable latch, realigned the ball bearings, and installed two new slide bumpers on the slide rails for auxiliary full height drawer 2. Additionally, the engineer installed one new slide bumper on the slide rails for main half height drawer 4.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and the device was not detected on the bus. The customer attempted to reboot the station and recover the storage; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.